Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1pavb_aux 4.2 cubie drawer failed to stay closed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary cubie drawer 4.2 failed to stay closed. A field service engineer (fse) identified that auxiliary drawer 4.2 had a broken slide rail and replaced the drawer. All functions returned to normal, and the drawer was tested multiple times in the user application, confirming proper operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.